Event description:
Pt reported the up and down buttons on the infusion device were damaged a few days prior to the report. On (B)(6) 2011, the infusion device displayed e8 power interrupt error, and the error could not be confirmed by pressing the check button. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and requested for eval. Additional info was not provided.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.